Event description:
The subject ICD was implanted on (B)(6) 2015. Upon interrogation on (B)(6) 2016, the following warning message was displayed: "[a3] technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin." The physician observed as well a non expected battery decrease. Displayed residual longevity was about 3-5 years and the battery curve was found decreased to 2.83v.

Manufacturer narrative:
The second hardware reset was successfully performed on 8 september 2017.

Event description:
The subject ICD was implanted on (B)(6) 2015. Upon interrogation on (B)(6) 2016, the following warning message was displayed: "[a3] technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin." The physician observed as well a non expected battery decrease. Displayed residual longevity was about 3-5 years and the battery curve was found decreased to 2.83v.

Manufacturer narrative:
Additional questions were received about longevity. Analysis confirmed that following the hardware reset procedure, the battery voltage recovered its baseline. However, the displayed residual longevity is underestimated.

Event description:
The subject ICD was implanted on (B)(6) 2015. Upon interrogation on (B)(6) 2016, the following warning message was displayed: "[a3] technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin." The physician observed as well a non expected battery decrease. Displayed residual longevity was about 3-5 years and the battery curve was found decreased to 2.83v.

Event description:
The subject ICD was implanted on (B)(6) 2015. Upon interrogation on 21 october 2016, the following warning message was displayed: "(a3) technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin." The physician observed as well a non expected battery decrease. Displayed residual longevity was about 3-5 years and the battery curve was found decreased to 2.83v.